Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after accidently dropping her adc device, it would no longer power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results, and became hyperglycemic. The customer had contact with her healthcare provider, and was treated with both rapid and long-acting insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that after accidently dropping her adc device, it would no longer power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results, and became hyperglycemic. The customer had contact with her healthcare provider, and was treated with both rapid and long-acting insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. The reader did not power on with the button, strips, or usb cable insertion. Reader was connected to a computer and the reader was not recognized. Reader was de-cased, visual inspection was performed and no issues were observed. Reader was placed in the pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit). The reader powered on and the battery charged successfully. Extended investigation has also been performed. Visual inspection was performed on the reader and no damage or contamination was observed. There was no damage observed to the usb port as well. The battery was measured and was found to be out of specifications. A known good battery was used and the reader did not respond. Pressure was applied to the cpu (central processing unit) while in the test fixture and the reader successfully passed the self test and charged with a known good battery. Upon removal of cpu pressure, the reader does not respond. Therefore, the issue is confirmed to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.